Event description:
This customer reported that the sync marker was appearing after the qrs beyond specifications.

Manufacturer narrative:
(B)(4). This customer reported that the sync marker was appearing after the qrs beyond specifications. The complaint it still being investigated. A follow-up report will be submitted upon completion of the investigation. (B)(6).